Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported a patient presented in-clinic. Upon interrogation, the right ventricular lead exhibited noise. All testing on the lead was normal and stable. The device was reprogrammed. The patient was stable.